Event description:
Customer reported the vaporizer's interlock system was not operating. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg facility for investigation. The unit was inspected, and the reported complaint was confirmed. Upon further investigation, it was noted that the plunger was not assembled in the proper position. This is the third MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was due to an improperly assembled plunger out of an installed base in excess of 100,000 units. The tec 5 vaporizer asssembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that only one vaporizer at a time can be turned on, as stated in the tec 5 vaporizer operation and maintenance manual.